Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One product was received for evaluation. Visual inspection revealed the top case and bottom cases were in good condition. The plunger case was damaged, and the battery pack was missing, no visible contamination. Functional testing was performed, and the root cause was suspected to be caused by user interface. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: regulatory.responses@icumed.com

Event description:
It was reported that the device exhibited an unspecified constant alarm and the screen was blank. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.